Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 unopened pouch. Analysis and results: there is a previous complaint of this code batch regarding the same issue that was closed as not justified after the analysis of the samples received. Manufactured and distributed into the market (B)(4) units of this code batch. There are no units in stock in the warehouse. Tightness test to the closed samples received has been performed and the units are tight. Tested the needle attachment strength of the closed sample received and the result fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the sample received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: france . It was reported that the needle detached from the thread.